Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The device was discarded. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
Sales rep was present in the theatre during the surgery. Customer reported via sales rep, that when surgeon was introducing an intramedullary plug, it broke. Sales rep added that surgeon used it in the standard way and there was nothing unusual about the procedure. No adverse consequences were reported.